Manufacturer narrative:
Device codes: 1562 labeled. Internal file number - (B)(4). Corrections: device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Reported device code 2616 was removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Returned unused, sterile representative samples were successfully tested and no malfunction was noted.

Event description:
Subsequent to the initially filed report, the following information was received: a suture break occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the proglide device failed to deploy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.